Event description:
It was reported that a warm up restarted during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a sensor restart detection was found in connection with the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).